Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting antrum of stomach during laparoscopic sleeve gastrectomy, the surgeon used two power handles for this procedure. On first firing, the device fires smoothly. On second firing with second handle with 60mm extra thick blank reinforcement reload, the device stopped halfway, then the surgeon was able to advance the blade, but it only made about 5mm short of the cut line when it had an end tone that it was completed. On third firing with first handle with 60mm medium thick purple reinforcement reload, the device advances with a slow crawl and stopped halfway. The surgeon removed the load off the patient but leave the remaining reinforcement. Manual stapler and reload were opened and used to complete the case. There was no patient injury.